Event description:
It was reported that the patient has a "defective lead". The lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient has a "defective lead". The lead is still in use. It was further reported that the lead had an apparent fracture of the superior vena cava coil. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.